Event description:
A medsun medwatch report number (B)(4) was rec'd stating that the reported ventilator was not working and pt was being bagged with 100% oxygen; pt stable with saturation of 100%. Ventilator was alarming and displaying error code 10. Plugs and connections seemed to be in good working order. Switched out the ventilator for a new one. No pt harm. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. (B)(4). Ref number: 8010042-2013-00075.